Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The pump was returned for evaluation. Visual inspection found that the tamper seals were intact and the condition of the device was good. The error log was not reviewed. An accuracy test was performed and the reported issue of failed volumetric accuracy was confirmed. The root cause of the reported issue was due to the expulsor needing trimming. Actions were taken to mitigate the reported issue were the expulsor was trimmed.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information received indicating that this cadd solis hpca pump failed accuracy. No adverse effects reported.